Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2011-08021 and 1627487-2011-08023. It was reported that the pt had ineffective therapy. He did not feel stimulation at the pain location and felt stimulation in his legs, stomach, and side. It was reported the pt might be receiving ligament stimulation. Increased stimulation did not resolve the issue. The entire system was explanted, and the physician also wanted to perform an MRI on the pt. The product is not returning to the MFR as the hosp retained it.